Event description:
On (B)(6) 2011, the pt reported the down button of his infusion device was not responding. He began having issues with the button 4-6 months ago when attempting to bolus. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.